Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty rewinding the ilet pump, resulting in a period without insulin delivery until rewinding was accomplished during the call and insulin delivery was resumed, after which the agent provided education on supply change and meal timing. Symptoms included hyperglycemia with a reported blood glucose of 296 mg/dl. Outcomes included no alerts or alarms and no need for medical evaluation or hospitalization. Investigation included remote troubleshooting, user guidance on proper rewinding and supply change, and education on waiting for correction before eating. Investigation of this case revealed that the hyperglycemia occurred while insulin delivery was interrupted during the attempted rewind, with no device alarms reported and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.